Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff noticed that this c1 exhaled vt was more than the setting. After removing c1 from the patient he tested it with a test lung and found that the expiratory vt was 400 ml at the 350 ml vt setting. There was no change when he performed a tightness test or leak test or changed the expiratory valve set. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the hospital staff noticed that this c1 exhaled vt was more than the setting. After removing c1 from the patient he tested it with a test lung and found that the expiratory vt was 400 ml at the 350 ml vt setting. There was no change when he performed a tightness test or leak test or changed the expiratory valve set. No health consequences or impact.